Manufacturer narrative:
(B)(4) . Evaluation summary: the reported condition of a colleague pump with a failure code 810:04 was confirmed but not reproduced during product evaluation. This condition was due to an air in line (ail) board being out of calibration. The ail board was recalibrated and verification was performed to fix the reported condition. Failure code 810:04 indicates an air sensor error (air sensor base line too high).

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the (B)(6) department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. After assessment per complaint trending tool (B)(4), a trend has been identified for product code 2m8161 with a problem code of (B)(4).